Event description:
It was reported that unspecified bd¿ tubes were bent. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that a year ago a couple lots arrived bent. One year ago a "couple" of lots arrived "bent" evidenced by failure to fit in the analyzer; "would not go through automation." After it was reported, bd replaced these lots.

Manufacturer narrative:
H.6 investigation: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer . A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubes were bent. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that a year ago a couple lots arrived bent. One year ago a "couple" of lots arrived "bent" evidenced by failure to fit in the analyzer; "would not go through automation." After it was reported, bd replaced these lots.